Manufacturer narrative:
Revised b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 15 mg/ml 5.864 mg/day clonidine 1500mcg/ml bupivacaine 7.5mg/ml via an implantable pump. It was reported that there was leaking from the pump segment of the catheter. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. A dye study was reportedly performed that revealed leaking at the pump segment (date unknown). In the catheter revision procedure on (B)(6) 2026, the healthcare provider (hcp) successfully aspirated through the catheter access port (cap). A catheter revision procedure was performed on (B)(6) 2026 to replace the entire catheter with a new 8780. The issue was resolved at the time of the event. The hcp has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8780; lot/serial# (B)(6), implanted: (B)(6) 2025; explanted: (B)(6) 2026; product type: catheter. Section d. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jun-2027, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine 15 mg/ml 5.864 mg/day clonidine 1500mcg/ml bupivacaine 7.5mg/ml via an implantable pump. It was reported that there was leaking from the pump segment of the catheter. The cause of the event was unknown. A dye study was reportedly performed that revealed leaking at the pump segment (date unknown). In the catheter revision procedure on (B)(6) 2026, the healthcare provider (hcp) successfully aspirated through the catheter access port (cap). A catheter revision procedure was performed on (B)(6) 2026 to replace the entire catheter with a new 8780. The issue was resolved at the time of the event. The hcp has no further information for medtronic.